Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the hospital for having an episode of diabetic ketoacidosis on (B)(6) 2016. Customer's blood glucose was 20 mmol/l at the time. Customer stated that toward the evening she had stomach pains. Customer was not feeling well in the morning and was taken to the hospital. They did not know if it was due to the customer being sick or if it was due to the pump. Customer has been on an IV and is now back on the pump. Customer stated that the amount of insulin is not appropriate to what her blood glucose is. Customer's blood glucose was 14.8 mmol/l this morning and the pump said to treat with 0.4 units. Customer thinks the calculation is off and since she has been sick, they are concerned to send her home. Customer's current blood glucose is 19 mmol/l. Customer had symptoms of high blood glucose such as tummy aches and vomiting. Customer treated with an insulin pen. After troubleshooting, customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump had cracked reservoir tube lip, cracked belt clip slot, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.